Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue as cartridge alarm 35 and decided to replace the pump, which was still under warranty. The customer planned to use multiple daily injections as a backup insulin therapy. Technical support provided instructions for putting the pump into storage mode, returning the defective pump via ups, and setting up the replacement pump. The caller was informed about the programming of pump settings and connecting the cgm to the new pump, and a replacement pump was sent without requiring a delivery signature.